Event description:
The account alleged that the left foot side rail on the bed is not staying locked. The account also alleged that last week there was a pt which was hurt because of this issue. Two staff members were on the right side of the bed with the side rails down on the right. They were preparing to reposition the pt. The pt was rolled onto their left side, which moves them against the left side rails, which were up. As the pt was against the left rails, the lower left rail released, and they slipped off the bed. The two staff were able to support the pt to ease them to the ground.

Manufacturer narrative:
The tech performed the investigation and the nurses alleged that the side rail was in the raised position and the two nurses were on the pt's right side of the bed and were repositioning the pt, the pt rolled to the left side of the bed and they alleged that the left intermediate side rail dropped and the pt fell from the bed. The pt complained several days later of pain in the leg and it was found to be fractured. The account did not want to give out any pt info. The tech looked at the side rail on the left foot side and found that it was latching properly and that there was nothing broken or missing. The tech stated the bed is working fine and no issues were found.